Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be broken clamp due to a massive external force or a collision with an external part. Root cause investigation was performed considering complaint description, service reports, system log files and system history. Pictures provided showed the cable hose was torn down from the ceiling construction and the cable hose was no longer properly guided. The local service organization exchanged the broken clamp and the error did not reoccur. There is no indication of a systematic issue as the exchange rate for this part is very low. No further corrective actions are planned based on this nonsystematic event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that damage occurred to the artis q.zen ceiling system. The user reported damage to the cable harness holder of the system. This damage was not reported during a patient procedure and there is no report of impact to the state of health of any user or patient involved.